Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 had failed and required maintenance. A field service engineer (fse) addressed an issue with half-height drawer 3.1, which had multiple failed pockets not detected on the bus. The fse inspected the machine and re-seated the row board cable on the drawer controller board. The customer tested the station and confirmed it was functioning satisfactorily. The system functioned as intended after the field service engineer repaired the device.